Event description:
The customer stated that he was hospitalized for high blood glucose levels with a reading of 501 mg/dl. The customer stated that he experienced headaches, upset stomach and very high blood pressure. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.